Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg due to the battery position. It was noted that the ipg moved deeper when the patient sit down. The patient underwent a revision procedure wherein extensions added and the ipg was relocated per physician's reference. No device malfunction was suspected. The patient was doing well postoperatively.